Event description:
The patient¿s parent reported that blood glucose levels rose to 400 mg/dl while the patient was wearing the pod longer than 48 hours on the back. The pink slide reportedly did not move forward despite the cannula having inserted into the patient¿s skin; indicative of a needle mechanism failure. The cannula was reported as normal after pod removal. No treatment details were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.